Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user stopped making meal announcements on the ilet due to concern about going low, despite having been trained to announce meals. The event involved user interaction with the device and the use of oral glucose to treat perceived or anticipated lows. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 450 mg/dl as well as confusion/ disorientation and dizziness. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to user interface interaction and an improper or incorrect procedure, specifically not following instructions to announce meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.